Event description:
It was reported that the customer experienced low blood glucose (under bg 69 mg/dl) and lost consciousness. Customer's daughter administered a glucagon injection to address low bg and customer went to the emergency room (ER). After undergoing unspecified medical exams, customer was released from the ER the same day. Customer found no alerts in pump history related to this event. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.